Manufacturer narrative:
Additional information: device available for evaluation? Yes. Returned to manufacturer on: 7/24/2020. Device returned to manufacturer ¿ yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics. Furthermore, both haptics were observed to be folded and stuck to the optic body, which may have been caused by the viscoelastic residue and cannot be confirmed to be related to handling or a manufacturing issue. The lens was cleaned, and no cosmetic defects were observed. The complaint issue could not be confirmed, and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are(B)(4) and CAPA (B)(4).

Manufacturer narrative:
Sex/gender: unknown/not provided. If explanted; give date: not applicable, there is no indication the lens has been explanted. Device evaluation: the device was not returned at the manufacturing site; therefore; product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, there is no additional information available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had an anterior vitrectomy performed with an intraocular lens (iol). No additional information was provided to johnson & johnson surgical vision.